Manufacturer narrative:
Since the initial medwatch was filed the investigation has concluded. The product was returned for analysis and upon review no damage was observed. Based upon the lack of device damage and the clinical account, the patient's peripheral vascular disease most likely the cause of the access site bleeding. The physician had stated the patient had significant scarring and native calcification in the area of the vascular access that could have caused the bleed. The failure mode will be monitored and trended.

Manufacturer narrative:
The product was returned for analysis. The data logs were also returned for analysis.at this time the investigation is on-going and so a supplemental medwatch will be filed at investigation conclusion.

Event description:
A patient with extensive cardiovascular history and comorbidities had an impella cp placed at the right femoral artery for support during a high risk coronary angioplasty. At the conclusion of the angioplasty, the team noted a blood loss at the access site that prompted a manual hold and sutures. The patient was then transferred to the ICU with the pump remaining on for continued hemodynamic support. During the overnight hours, the patient's hemoglobin levels decreased and the team gave 2 units of blood and applied a femostop to the impella site. The impella was successfully weaned and explanted. At the explant the physician did comment that perhaps the bleeding at the impella site could have been contributed to by the significant scarring and calcification at the femoral artery.